Manufacturer narrative:
The review of the manufacturing records verified that this lot met all pre-release specifications.

Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2014, the patient was to be implanted with a gore® excluder® endoprosthesis (item#: pxc121000, lot#:12919702) for treatment of a rupture abdominal aortic aneurysm. The device was advanced from the right femoral artery over a 18f sheath. It was reported the deployment line was suddenly broken during deployment process, no resistance was reportedly felt before deployment line breakage. The device was removed and reportedly observed with approximate 1cm partial deployment in the distal end. It was reported there had no residual device in the patient.